Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: heartrail 2 jl4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mid left anterior descending coronary artery with 90% stenosis. A non-abbott balloon was used, but failed to achieve sufficient pre-dilatation. The 3.0 x 15 mm nc traveler rx dilatation catheter was advanced to the lesion without resistance, but the balloon ruptured during first inflation at 6 atmospheres for 5 seconds. A non-abbott device was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.